Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The device was explanted (B)(6) 2012 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
(B)(4).